Event description:
The procedure was on the right renal. The physician tried to place the visi-pro stent in the renal artery. The visi-pro stent came off of the balloon during advancement before deployment. The physician had to go in with a snare and remove the stent from the patient.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.